Event description:
It was reported that venous closure of the right femoral vein was attempted using a proglide device via a 12f sheath relative to an electrophysiology procedure. Reportedly, when the plunger was pulled back to retrieve the suture, the suture broke. There was no resistance noted. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to previously filed report, additional information was received:it was reported that venous closure of the right femoral vein was attempted using a proglide device after an electrophysiology procedure. Reportedly, when the plunger was pulled back to retrieve the suture, the suture broke. Two other proglide devices were used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Medical device problem code1494- indication for use. The device was returned for analysis. The reported suture break was not confirmed as the suture was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu) states: perform a femoral angiogram to verify the location of the puncture site. In addition, the pre-close technique was not used with a sheath greater than 8f. The eifu states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the eifu deviations contributed to the reported difficulties the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.